Manufacturer narrative:
Exemption number: e2014018. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that during a knee replacement operation, a columbus primary knee size 5 tibia implant was opened for use and upon opening the inner sterile packaging was discovered to have a white powdery substance on implant. Another implant was opened, this implant was used; however, it was noted that the keel of tibia was pushing through the packaging. The outer sterile packaging was punctured but the inner sterile packaging was still intact. This implant was carefully opened and placed on the sterile field for use. There was no patient injury reported, a surgical delay of less than 5 minutes occurred while the second implant was being retrieved. All medwatch reports related to this event include the following: 9610612-2018-00441 - white powdery substance on implant breach of sterile packaging.

Manufacturer narrative:
Investigation: no product is at hand, therefore an investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: due to the circumstance that we did not receive any device or sterile packaging, an investigation is not possible to determine a conclusion and root cause. We assume that the failure is probably transport/usage related. Rationale: in most cases, with this failure, the root cause of the failure is most probably transport/usage related. Due to a 100% check it can be excluded that the product left aag in such a condition. We assume that due to an improper transport situation, the outer sterile packaging was punctured. No CAPA is necessary.